Event description:
It was reported that after a tka surgery was performed on (B)(6) 2022, a revision surgery had to be performed on (B)(6) 2023 due to instability and pain. During the revision surgery it was found that the porous tibia bseplate w/jrny lock sz7 rt did not present fully ingrown. Current health status of the patient is unknown. Further details are not available at this moment.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, approximately 5 days after a total knee arthroplasty surgery was performed, the patient underwent a revision and explantation of all components due to pain and instability. It was further communicated, the findings during the revision revealed the conceloc tibial components ¿did not present fully ingrown.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported symptoms and revision cannot be determined and patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that use extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant, this has been identified as postoperative warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint laxity or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.